Manufacturer narrative:
Date of initial surgery unknown. Device is an instrument; not implantable. Device manufacture date is unknown. Investigation/evaluation is pending.

Event description:
In 2007, the sales representative reported that the universal driver bent while taking off the closure tops. Approx two weeks later, additional information was obtained after inquiry. The representative reported that the driver tips and shaft bent during removal of the construct. The closure tops were stuck and after a 5-10 minute delay, the surgeon was able to remove the closure tops and the construct from l3-s1. The construct was removed due to pain. There was no report of patient injury.